Manufacturer narrative:
No button error alarm was noted. The insulin pump buttons were intermittently responding, due to moisture damage on keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during normal use. The customer's blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.